Manufacturer narrative:
The full facility name provided is(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nightshift tried to remove the foley catheter for a voiding trial but little to no fluid came out of the bulb port. Removal was unsuccessful. Representative attempted to remove but the same issue occurred. Staff were instructed to cut the port hose, but no fluid was released. Note: foley was still draining urine. Urology then asked staff to cut the man line of the foley, but bulb remained inflated. Parker and later dr. Terlecki reported to the patient's bedside to assist. A metal tube was inserted into the main line in an attempt to puncture the bulb but was unsuccessful. Eventually they used a cystoscope to assist and foley was removed.

Manufacturer narrative:
The initial reporter's facility name: (B)(6). The reported event is confirmed - cause unknown. Visual: received one (1) used all-silicone foley catheter attached to the urine meter bag without original packaging. Visual inspection of the return sample noted the inflation cap/inflation port was cut off and the catheter was cut into two pieces. The catheter was cut into two pieces due to the removal process by the customer. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Corrections: e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nightshift tried to remove the foley catheter for a voiding trial but little to no fluid came out of the bulb port. Removal was unsuccessful. Representative attempted to remove but the same issue occurred. Staff were instructed to cut the port hose, but no fluid was released. Note: foley was still draining urine. Urology then asked staff to cut the man line of the foley, but bulb remained inflated. Parker and later dr. Terlecki reported to the patient's bedside to assist. A metal tube was inserted into the main line in an attempt to puncture the bulb but was unsuccessful. Eventually they used a cystoscope to assist and foley was removed. Customer responded via email on 12nov2025. It was reported that the patient experienced pain and soreness at the urinary meatus from removal attempts and eventual use of cystoscope. Patient recovered but stated they was going to have post-traumatic stress disorder from that encounter. Patient was discharged home.

Event description:
It was reported that the nightshift tried to remove the foley catheter for a voiding trial but little to no fluid came out of the bulb port. Removal was unsuccessful. Representative attempted to remove but the same issue occurred. Staff were instructed to cut the port hose, but no fluid was released. Note: foley was still draining urine. Urology then asked staff to cut the man line of the foley, but bulb remained inflated. (B)(6) and later dr. (B)(6) reported to the patient's bedside to assist. A metal tube was inserted into the main line in an attempt to puncture the bulb but was unsuccessful. Eventually they used a cystoscope to assist and foley was removed. Customer responded via email on 12nov2025. It was reported that the patient experienced pain and soreness at the urinary meatus from removal attempts and eventual use of cystoscope. Patient recovered but stated they was going to have post-traumatic stress disorder from that encounter. Patient was discharged home.

Manufacturer narrative:
The full facility name provided is (B)(6) medical center. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.